Event description:
On (B)(6) 2010, pt reported she was having an issue with the up arrow button not responding. Pt stated she noticed the issue while attempting to bolus within the last month. Pt reported the buttons pop back out. No physiological effects were reported the pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.